Event description:
Philips received a complaint on the efficia dfm100 device indicating that the ECG test does not pass. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
During the evaluation, the bench engineer determined that due to a fall of the machine, multiple parts including the rear panel, therapy receptacle, therapy port protector, and therapy high voltage cable were damaged, and the therapy board was found to be defective. As a result, the device did not pass the ECG test. To resolve the issue, the rear panel, therapy receptacle, therapy port protector, therapy high voltage cable, and therapy board were replaced. After these repairs, the device returned to full functionality.